Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
As reported: "95mm gamma lag screw was removed and replaced with a 80mm. Lag screw required change because of "femoral neck collapsed."